Event description:
The iab was inserted into the pt and removed 3 days later. The iab did not malfunction. The pt had severe bleeding and surgery was required. Also, the pt had major ischemia. The iab was not returned to datascope. Event complications: severe bleeding/surgery/major ischemia. Pt's current status: discharged.